Event description:
It was reported by the patient that there has been a constant stinging in the chest and device area. Follow-up was conducted to obtain information on the patient and whether the symptoms were device related, but the attempts were unsuccessful. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.